Event description:
It was reported that during the implant the 4196 lead did not get satisfactory capture thresholds. The lead was replaced with a 4195 lead. It was also reported that the 4195 lead was "too stiff and too long". The 4195 lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.